Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) "hit" them five separate times and they went to the hospital. It was determined that the patient had been inappropriately shocked for atrial fibrillation (af) with rapid ventricular response. Device settings were adjusted and the crt-d remains in use. No further patient complications have been reported as a result of this event.